Event description:
I was notified that two separate halyard 2xl 44675 gowns from lot number ah6028td1 were found to have holes in them due to defective seams/stitching. One hole was in a sleeve cuff, as the nurse reported the seam was not completely sewn. The second gown had a hole in the armpit, and the same nurse reports that the seam was also not completely sewn up. Once holes were identified the sterile gowns were removed. No harm to any patient or staff member.